Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures identified one pulsavac product was received, not in the original packaging. Visual inspection found that the handpiece was returned with the electrical cables and tubing sheared off. The blue tip lock was returned detached from the assembly. The tip lock, when reattached to the handpiece, seemed to manually function properly. There reported complaint was confirmed as a visible void was identified in the handpiece mating parts at the tip end, where it did not close. Functional testing could not be completed due to the cut cables. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that during surgery the pulsavac plus ac hip kit malfunctioned. The customer reported that during normal use the blue clamps and the attachment of the device loosened. During the investigation, it was discovered that the cord was cut. No adverse event was reported as a result of this malfunction.